Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, an issue related to the device's flow sensor assembly was observed. The device's flow sensor assembly was replaced to address the issue. During the evaluation of the device at a third party service center, an issue related to the device's sensor board was observed. The device's sensor board was replaced to address the issue.